Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The female connector was connected to an in-lab connector and was determined to disconnect with no issues. The reported issue of the female connector unable to disconnect was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The issue occurred on an unspecified date, ¿during the last weekend¿. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set; further described as ¿the dark blue part went apart of the blue part¿. This was observed during patient disconnection from peritoneal dialysis (pd) therapy. The patient was unable to disconnect; the connection was "stucked". The transfer set had been in use for three (3) months. There was no patient injury; however, the patient was given prophylactic treatment as a precautionary measure. No additional information is available.